Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 600 mg/dl. Customer experienced nausea, fatigue and treated their high blood glucose via manual injection. Customer alarm history showed low reservoir. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime.